Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) heard beep tones. The device was checked but the physician did not find any impedance changes. Latitude data showed intermittent high out-of-range pacing impedance measurement, measuring greater than 3000 ohms in the left ventricular (lv) channel. When patient movement was induced, oversensing noise occasionally occurred, therefore the lv lead sensing was deactivated. (B)(6) technical services observed a couple of episodes of noise across channels however it was suspected that this occurred same day as when the device was implanted. Additionally, the beeper on the device was turned off due to instable impedances. There is no plan on intervention, since there is no transvenous approach to the lv, and a new lead implantation would require mini thoracotomy. There were no adverse patient effects reported. The device remains in-service, and this lv lead remains implanted. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5154272.